Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A customer from the (B)(6) had been getting blood glucose readings of 33.3mmol/l on the contour next link 2.4. He took an extra 6 units of insulin based on these readings. He passed out and his wife called an ambulance. When the emts performed a test on the patient their reading was approximately 3mmol/l. His wife had already given him sugar and poured some coke into his mouth. He regained consciousness, and did not receive additional treatment. The customer was advised to return the strips for evaluation. Strip information was not provided. The customer had already been provided with a new meter and strips.

Manufacturer narrative:
Two bottles of test strips were returned by the customer. The returned test strips were contour next lot #s 7jpeg10b and 7dpeb04a. The returned test strips were tested with the returned meter and all results were outside the expected range. The in-house test strips from the respective lots were then tested with returned meter and all results were within the expected range. The customer's returned strips were viewed under the microscope and no anomalies were found. Additional testing was performed with the customer's returned test strips and reference meter and the results were outside the expected range. It is likely that the returned bottle of test strips were not stored properly by the customer and the test strips were exposed to contaminant that caused the high results. Additional information: the customer stated that he had an issue with one lot of strip but did not indicate which lot # he used while the event occurred.